Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely depressed sodium and calcium results on the alinity c, serial number (B)(6) . Through an extensive investigation, the fsr found the alinity c-series cuvette, list number 04s47-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium (na) and alinity c calcium (ca) results for several patients on an alinity c analyzer. The following data was provided (customer¿s na reference range is 135-145 mmol/l; customer¿s ca reference range is 8.4-10.2 mg/dl): sample ID (B)(6) initial na result, on (B)(6) 2021, was 113, repeat was 140 mmol/l sample ID (B)(6) initial ca result, on (B)(6) 2021, was 4.9, repeat was 8.9 mg/dl sample ID (B)(6) initial ca result, on (B)(6) 2021, was 5.4, repeat was 8.6 mg/dl, repeated on another analyzer was 8.6 mg/dl. There was no impact to patient management reported.